Manufacturer narrative:
Following our received of the one returned used partial sensor(needle not returned) performed visual inspection and found sensor electrode broken in half, missing broken part. In summary; the customer complaint of sg vs bg event could not be confirmed, unable to performed functional test due to broken sensor electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. Customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned.